Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence, likely due to atrophy. The cuff was explanted and replaced with a smaller cuff. There were no further patient complication reported.